Event description:
"Rn hanging keytruda on b line, as soon as pushed start on plum pump, the pump alarmed proximal occlusion. Pump was turned off and primary tubing changed out. Extra microclave had not been used."